Event description:
It was reported that during an atrial fibrillation ablation a rf wire was selected for use. It is believed that the transeptal wire perforated in or around the laa during exchange. A pericardial tap was performed to pull blood from the space and stabilize the patient. The procedure was cancelled at this time and the patient is expected to fully recover.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation a rf wire was selected for use. It is believed that the transeptal wire perforated in or around the laa during exchange. A pericardial tap was performed to pull blood from the space and stabilize the patient. The procedure was cancelled at this time and the patient is expected to fully recover.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.